Event description:
It was reported that the brady lead was a not successfully implanted due to very difficult access and physician put the lead through a non-peelable sheath. An attempt was made to pull the sheath and stretched the inner coil of the lead due to damage. Also, it was verified that there were no capture and had low sensing on the lead. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that the brady lead was a not successfully implanted due to very difficult access and physician put the lead through a non-peelable sheath. An attempt was made to pull the sheath and stretched the inner coil of the lead due to damage. Also, it was verified that there were no capture and had low sensing on the lead. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.